Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. After the service agent reloaded the device's software, the reported issue could no longer be duplicated. The service agent then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device would intermittently lockup while attempting to power on (during the initial boot-up sequence). There were numerous event codes in the device's memory, including a code that can be associated with a device lockup issue. As a result, defibrillation may not be possible if it were necessary. There were no reports of patient use associated with the reported event.